Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 80 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. The caller attempted to reload the cartridge to resolve the issue; however, the issue persisted. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.